Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously elevated troponin (accutni) results within the risk stratification range and above the acute myocardial infarction (ami) cut-off for one (1) patient's sample generated by the unicel dxi 800 access immunoassay system. Upon repeat, subsequent testing produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The accutni samples were collected in 13x100mm serum tubes with a gel separator and are centrifuged for 10 minutes at 3200 rpm. The international bec specialist noted that the time from draw to analysis was only 35 minutes. This amount of time may not have allowed for adequate clotting prior to centrifugation. The international bec specialist reviewed proper sample handling and pre-analytical factors with the customer. Per the customer complaint record, accutni qc was within the customer's established ranges prior to and after the event. Specific qc data has not been supplied to date. Accutni qc is performed every eight hours. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. Although pre-analytical sample handling may have contributed to this event, a definitive root cause has not been determined to date.